Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning triggered on the superior vena cava (svc) coil portion of the right ventricular (rv) lead. There was high/undefined svc impedance noted on interrogation. The svc was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.